Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the jaw of the thunderbeat broke off inside the patient during a therapeutic laparoscopic procedure and was retrieved. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h3, h6, h7 and h9. The device was returned to olympus for inspection and the reported failure was confirmed. It was found that the probe had detached, and the missing portion was not returned. A definitive root cause could not be identified. Based on the results of the investigation, the broken probe was likely caused by a stress problem. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.